Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted and downloaded log files but were not reproduced during evaluation of the returned heartmate 3 system controller. The submitted and downloaded controller event log files contained overlapping data from 06oct2025. Throughout the log files, intermittent atypical power cable disconnect, low voltage advisory, and low voltage hazard alarms were captured while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) and bus voltages on the white and black power cables fluctuating through the alarm thresholds. The alarms resolved when the respective voltages returned to the expected voltage range. On 06oct2025 the driveline was disconnected which is consistent with the controller exchange. There were no other notable events captured in the log files. The returned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The power cables were manipulated by hand and no atypical alarms or issues were observed. No atypical power cable disconnect or low voltage alarms were reproduced during testing. Multiple attempts were made to obtain additional information regarding the cause of the alarms; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low voltage advisory, and low voltage hazard alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing power cable disconnect, no power connected, and low voltage alarms while on batteries. The home mobile power unit was not working per patient report. The event log file captured low voltage advisory and hazard events while using battery power. Some odd relative state of charge (rsoc) voltages were noted on the white power lead of the system controller leading to these alarms. Also, random "connect power" events were noted on the black power lead that were not associated with power source changes. The controller was exchanged.